Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number:2523190-2019-00092.

Event description:
It was reported that on (B)(6) 2019, a brand new cable 001388lx9 ul pro fused headlight cable 9ft, 275cm melted, burned and browned when using the 00mlx mlx 300w xenon lightsource. There was no patient contact, injury, or surgery delay reported.

Manufacturer narrative:
The device was returned for evaluation. The mlx light source returned in good condition. There was no visible, physical damage observed. Internal inspection revealed the heat extended mirror was out of place and not mounted in its holder. The holder itself was partially melted due to excessive heat and was mounted in reverse. The reported complaint was confirmed from the evaluation. The underlying root cause for the reported event is undetermined. Device identifier: (B)(4).

Event description:
N/a.